Event description:
The pt's vendor reported that the pt experienced frequent occlusions and elevated blood glucose of 300 mg/dl. The pt also experienced a hematoma at the infusion site after 6 hours of use. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.